Manufacturer narrative:
Concomitant medical products: 694358v lead, implanted: (B)(6) 2003; 6937-35 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset (por) occurred on the cardiac resynchronization therapy defibrillator (crt-d). Follow up concluded that the patient was brought into the clinic to clear the por. The device remains in use. No patient complications have been reported as a result of this event.